Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01195. It was reported the patient complained she was only feeling the stimulation therapy on the left side and no stimulation on the right side. A sjm representative met with the patient but was unable to resolve the issue through reprogramming of the patient's scs system. X-rays taken showed the patient's scs leads migrated. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.